Event description:
It was reported that the plastic tip snapped while impacting a head, outside the patient. Patient injuries were not reported. Surgical delay were not reported. The procedure finished with a smith and nephew backup device.

Manufacturer narrative:
H10: additional information in d10. Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection confirm pieces of the black femoral head fractured off. The broken pieces were not returned with the device. This device shows signs of significant wear/usage. This device was manufactured in 2006. A medical investigation was conducted and this case reports the tip of the femoral head impactor broke while impacting a head. Per complaint details, the break occurred outside of the patient, there was no patient injury or surgical delay, and the procedure was completed with a backup device. Since no harm is alleged, no further clinical assessment is warranted. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.